Manufacturer narrative:
Visual inspection of the magec rod revealed that the returned rod was partially distracted. X-ray images of internal components reveal that the retaining ring that should be positioned inside the groove is out of position. The rod was functionally tested and could not distract or retract with an electronic remote controller (erc) or a manual distractor, which therefore confirms the failure mode of failure to distract. Additionally, the rod was unable to retract/distract with a fast distractor to perform the stroke test due to the rod being jammed. The rod is likely jammed due to the retaining ring within the rod becoming misaligned preventing the magnet's rotation. The retaining ring possibly got damaged/misaligned due to excess tensile loading applied to the retaining ring. Per the electronic instructions for use (eifu), contraindications include: "patients and/or families unwilling or incapable of following postoperative care instructions." Review of the work order revealed that the rod was visually inspected and functionally tested prior to release. Also, the qc inspection data for the housing tube and the distraction rod revealed that both parts passed all quality inspections and dimensional checks prior to being assembled and shipped.

Event description:
Information was received that the rod failed to distract.